Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) inaccurately showed an episode as the longest atrial fibrillation (af) episode detected. The icm remains in use. No patient complications have been reported as a result of this event.